Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a caesarean section, the multiple absorbable suture line with coating was fractured, which caused fasciae bleeding that was about 300ml. They immediately replaced a non absorbable suture to stop bleeding.

Manufacturer narrative:
Event was notified to the manufacturer on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.